Event description:
Analysis of the returned handheld computer was completed and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Remaining battery charge level after >1-hr of testing was 64% of full capacity. The handheld performed according to functional specifications. Analysis of the returned flashcard was completed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard software performed according to functional specifications.

Event description:
The suspected handheld computer and flashcard were returned to the manufacturer on 04/01/2016. Analysis is underway but it has not been completed to date.

Event description:
It was reported that a medical professional was having difficulties when using a handheld computer. The device could not hold charge. It was reported that this event started in (B)(6) 2015. The return of the suspected handheld computer is expected but it has not been received to date. Review of manufacturing records confirmed that the handheld computer passed all functional tests prior to distribution.